Event description:
A pt experienced an allergic reaction, allegedly from the dental impression material. That evening the pt experienced swelling of the face, itching around the mouth and a red chin. The next day the pt experienced swelling around the hips and legs. The pt received an unknown medication for treatment at the emergency room.